Event description:
The clinician reports the implant was inserted (B)(6) 2014 in the patient's mouth. Immediate extraction site. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling, bleeding and fistula. No further patient complications were reported.